Manufacturer narrative:
The axium coil was received for evaluation and was in a contradictory condition to the reported event. The implant coil was found stretched and detached from the pushwire. Additionally, the pushwire was found bent at the proximal end. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the detachment of the implant coil occurred during shipping back to medtronic for evaluation as the customer did not reported this at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. Based on the received device condition, follow up attempts were conducted for additional complaint details, but no information available regarding detachment of the coil. Per the axium instructions for use (IFU): warning: ¿if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿

Event description:
Medtronic received information that during coiling treatment of cerebral arteriovenous fistula, this coil stretched during the procedure. It was reported that resistance was felt during delivery of the coil in the catheter. The coil was removed from the microcatheter. New coil was inserted and implanted fine. The procedure was completed without further issue. No patient injury was reported. Evaluation of the returned device found that the implant coil was stretched and detached from the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.